Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the bolus wizard feature. The customer was experiencing high blood glucose levels, thirst and frequent urination. The customer's doctor was called, and he advised that the customer go to the nearest emergency room. A f/u call was made to the customer, and she stated that the high blood glucose levels were due to a sinus infection. Troubleshooting on the insulin pump was declined. Nothing further was reported.